Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet user experienced persistent hyperglycemia after a supply change, with continuous ¿glucose high¿ alerts and no numeric value, and subsequently transitioned to backup subcutaneous insulin per healthcare provider direction before later reconnecting to the ilet and completing a full supply change without visible site or infusion set abnormalities. Symptoms included hyperglycemia reaching 400 mg/dl accompanied by anxiety. Outcomes included the need for troubleshooting, education, and temporary use of backup therapy, after which glucose decreased to 230 mg/dl and continued trending downward. Investigation included customer care follow-up, review of device use and supply change, and assessment of infusion site status. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, with no confirmed device malfunction or component issue identified during follow-up. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.